Event description:
It was reported that approximately 3 weeks following the implant of this transcatheter bioprosthetic valve, an unspecified heart block was observed. Additionally, a computed tomography (CT) scan revealed a large amount of pericardial effusion and pleural effusion. Cardiac tamponade of delay was suspected. Subsequently, the patient died. Additional information was received that emergency transport was provided due to the patient experiencing cardiac arrest at home. Postmortem CT imaging showed an aortic dissection. Per the physician, it was unknown whether the event was related to the device or implant procedure.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx delivery catheter system (dcs), product ID: d-evolutfx-2329, lot: 0012416828, use by date: 2026-08-27, UDI: (B)(4). Updated: b3, b5, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012416828); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012399238); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 3 weeks following the implant of this transcatheter bioprosthetic valve, an unspecified heart block was observed. Additionally, a computed tomography scan revealed a large amount of pericardial effusion and pleural effusion. Cardiac tamponade of delay was suspected. Subsequently, the patient died.